Event description:
Reportedly, during the procedure, after three clips were applied on the bile duct, two clips were applied on the artery and severed the tissue. The clip did not form as expected and appeared misaligned. Procedure type: cholecystectomy.